Event description:
According to the reporter: after insertion of the port there was a noticeable gas leak coming from the port. On inspection of the port it was noticed that half of the valve had collapsed and was missing. The rubber flange of the trocar was found in the pelvis of the pt and was retrieved successfully with no harm to the pt.

Manufacturer narrative:
(B)(4).